Event description:
It was reported by the patient that they went to the hospital after experiencing palpitations and sweating. A holter monitor revealed that the patient's heart rate was less than the programmed lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).